Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 2.5 device for mechanical circulatory support. While on support there was continued bleeding. In addition, there was pulmonary edema remaining in the left lung. To reduce the risk of bleeding, the plan was to remove the device as soon as possible. The patient was successfully weaned from the impella and the device explanted.